Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 9616066-2020-20073 is cancelled and void as a result.

Event description:
It was reported that IV set,microset,ndehp 0. 2m fil,sr was damaged. The following information was provided by the initial reporter: patient¿s mother reports the giving set has a fracture in it, noticed this before connection to the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 12820860. This does not match the catalog number provided. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that IV set,microset,ndehp 0. 2m fil,sr was damaged. The following information was provided by the initial reporter: patient¿s mother reports the giving set has a fracture in it, noticed this before connection to the patient.